Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the upgrade failed due to device communication and server name mismatch. A technical support specialist accessed the station and identified a disconnected mode error. Checked system uptime and reviewed data sync logs, which indicated a sync issue. Performed a resync and applied the relevant knowledge article, restoring normal communication. Customer later stated that the user faced a login issue, attempted to change the password, but failed to resolve. Station upgrade was completed successfully and resolved the failure. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es upgrade failed due to a device communication issue and a server name mismatch. However, there were no delays, adverse events or injuries reported based on this event.